Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 01/21/2014. Device evaluation: the device has been returned and evaluated by product analysis on 01/09/2014 with the following findings: pump histories verifies after a prime of 19.65 units on 10/26/13 with remaining insulin is 168. Rewind, load cartridge, and prime steps performed successfully with no alarms. Primes performed during testing were accurately recorded in pump history. A force sensor calibration test confirmed the sensor is detecting correct force. A cartridge with 100 units was correctly loaded into the pump. The pump was opened and no damage was found to the force sensor circuit. No burr was observed on the piston rod.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.